Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was a twiddler causing the lead to dislodge, this resulting in loss of capture. The lead was capped and replaced.